Manufacturer narrative:
Patient age at time of event: over 18. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). The physician was using a jetstream xc atherectomy catheter over a jetstream jetwire guidewire. During the procedure the jetstream catheter got stuck on the guidewire. Both devices were removed together as a system and lost access across the lesion. After the device was removed from the patient the device was able to be removed from the control pad in the opposite direction. The procedure was completed with a different device. No complications were reported, patient is fine.